Manufacturer narrative:
The root cause of the customer's complaint could not be established, as a sample has not been received. Without a sample, it is not possible to isolate the root cause. As the root cause is unknown. The relationship if any, of the device to the reported incident could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported suction loss with a patient interface (pi) during laser firing. The case was completed successfully with a new pi. There was no patient impact.